Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H10: added related device report number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the difficult/unable to insert through other device was not determined since the product was not returned for review.

Event description:
The complainant reported the cardiovascular (cv) surgeon placed 23f introducer (from axillary kit) into the graft and placed 2 graft locks for impella 5.5 access. Cv surgeon then cut some of the graft length at this time. Cv surgeon then gained left ventricle (lv) access and exchanged the j-wire for the 0.18 abiomed wire. Cv surgeon then proceeded to place impella 5.5, but cv surgeon did not appreciative the length of graft. Soft soft clamps were placed over the graft and cv surgeon removed the peel away sheath from the graft over the 0.018 wire and then cut the graft down to his liking. Cv surgeon then advanced the peel away sheath back into the axillary graft. Cv surgeon then advance the impella 5.5 to the hemostatic valve and initially experienced difficulty advancing through the hemostatic valve but did advance through completely. The soft soft clamp was then removed and bleeding was noted at the peel away sheath hemostatic valve and appears cracked. It was also noted that the wire was slightly above the middle of the hemostatic valve. Cv surgeon then removed the impella 5.5 from the graft and reapplied the soft soft clamps. The cv surgeon then voiced to removed the 23 french peel away sheath and exchange it for a new one. New axillary kit was opened and new peel away sheath was placed and no further bleeding or issues. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.